Event description:
It is reported that insulin pump has a protruded drive support cap. Customer dropped the insulin pump and he pushed the drive support cap back into place, customer stated that he was disconnected from the insulin pump. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk.